Event description:
The pt rec'd his scs system on (B)(6) 2010. It was reported that the stimulation had been intermittent for the last three months and was attributed to positional changes. F/u on the pt found that the pt had changed physicians and was in the process of scheduling an appointment to consult on this issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.